Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on november 9, 2006 alleging that he experiences intermittent power with the meter, error 2 message, meter does not power off, claims that every so often the meter does not show the apply sample icon. A medical affairs specialist (mas) spoke to the pt on november 10, 2006 and obtained/verified the following info: since october 30, 2006, the pt has been unable to test on his meter. He claims he had experienced various issues with the meter, it started with the intermittent power, then an error 2 message, and then the meter would not show the apply sample icon. Since the pt was unable to test, he had decided to withhold his oral medication. He does not recall the name of his oral medication he was taking at the time. Prior to the meter not working he was only testing his blood glucose 3 times a week and claims that his readings were "high." His wife is a diabetic and did not feel the need to test on her meter. On november 7, 2006, the pt woke up feeling very sleepy and was drinking lots of water. He attempted to test on his meter and the meter did not work. He then decided to test on his wife's prodigy meter and obtained a 374mg/dl. Due to the elevated reading, he contacted his physician and had an appointment at 10:00am. At the physician's office, the physician prescribed him "avandaryl" 4mg and requested that he tests his blood glucose 3x a day. The physician also advised he contact lfs for a replacement meter. The physician did not test the pt's blood glucose at the physician's office. The test strips were in good condition and not expired. The technique of applying blood on the tests strip was correct. The error 2 could be caused by a used test strip or a problem with the meter. The pt does not recall why the apply sample icon was not displayed on the meter; however, while troubleshooting with the cca, issue was resolved via troubleshooting. A qc test was not done, since while troubleshooting the meter froze on the number 5 during the count down and the meter would not power off. Cca was unable to resolve the issue and sent the pt a replacement meter.